Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system catheter was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter has broken the "y" adapter. Information received by email on 4/15/2019: sample was discarded. There was no damage. There was no leakage of drug. During the use, the y adapter breaks.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system catheter was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter has broken the "y" adapter. Information received by email on 4/15/2019: sample was discarded. There was no damage. There was no leakage of drug. During the use, the y adapter breaks.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7349718. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, during the manufacture of this lot our manufacturing personnel identified broken adapters in the raw material. According to our supplier, the component was from a new mold; all sub-lots associated with the new mold were pulled from production prior to the continuation of the run. The defects observed in the adapters is not believed to have contributed to the adapter / tubing separation experienced by your facility. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Separation adapter from tubing: based on investigation results to date, root cause for manufacturing process cannot be determined, no samples or photos were provided. Y adapter broken: this defect is related with the new 16-cavity mold 456 of y adapter from sti products. H3 other text : see h.10.